Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient felt that the spinal cord stimulator system did not work after multiple reprogrammings, shocked her, and made her legs feel weak. The patient will undergo an explant procedure.

Event description:
A report was received that the patient felt that the spinal cord stimulator system did not work after multiple reprogrammings, shocked her, and made her legs feel weak. The patient will undergo an explant procedure.